Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during dwell first dwell. The patient was connected to the homechoice pro device at the time of the event. Renal therapy services (rts) assisted the patient to stop treatment and select ¿manual drain¿ on the machine. To resume therapy, the patient was assisted to bypass to the next fill cycle. After performing the drain, the patient¿s symptoms were relieved. The device was operational, and a swap was not necessary. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.